Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, a right ventricular (rv) lead was attempted but not used. The physician claimed the stylet would not pass through the lead lumen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet was not returned with the lead. Stylet insertion test was performed using a stylet sample. Stylet passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.